Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, damage on electronic assembly on mother board and interface board, missing remote frequency board and broken off the end cap. It was unable to perform functional testings including due to damaged electronic assembly. (B)(4)

Event description:
The customer reported via phone call that he was hospitalized from (B)(6) 2015 with high blood glucose of 474 mg/dl. The customer was not wearing the insulin pump at the time of the hospitalization. He had been off for 2 or 3 hours. The customer explained that he had gone mud riding and found the insulin pump in the mud; it was shattered and the motor came out. Customer stated that it might have been run over. Blood glucose value at the time was 115 mg/dl. The insulin pump was replaced and returned for analysis.